Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and did not note any events that indicated and/or contributed to the system error 322. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a door latch error. There was no known patient injury or medical intervention associated with this event. No additional information is available.